Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
It was reported that the ventilators fan switches off when it is being use. There was no patient involvement.

Manufacturer narrative:
G4: 13jun2020; b4: 16jun2020. The customer was provide a quote for service/repair of the device. Information was received that the quote expired. No service/repair was performed on the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.